Manufacturer narrative:
(B) (4): physio-control contacted the customer's biomed to verify resolution to the reported failure. It was confirmed that the main pcb assembly on the device was replaced, which resolved the reported failure. A performance inspection procedure (pip) was performed and the device will be placed back into service. A clinical review of the reported event determined that the device use did not contribute to the outcome of the pt. The customer reported that the pt's ECG rhythm was slow and only needed to be monitored and potentially paced. Defibrillation shocks were not needed. The device will not be returned to physio-control for eval; therefore further investigation cannot be performed.

Event description:
It was reported by the customer that during dialysis treatment, the pt started having shallow respirations and was unresponsive. The dialysis treatment was then discontinued and code blue was called. The crew then started CPR and noted the pts' blood pressure at 60/22 and the heart rate at 39. The crew brought in their physio-control device which was then connected with pacer pads to monitor the pt's ECG rhythm. Immediately after, the device was powered up and it started to emit smoke. The hosp staff advised that a philips AED with pacer pads was connected to the pt approx 10 seconds following the reported failure. The philips device had its own pacer pads, separate from the physio-control device. The pt was not resuscitated and was pronounced dead approx 49 minutes after the code blue was called. The device was removed from service and sent to the hosp's biomed dept for eval.